Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent losses of out-of-range issues occurred between the transmitter and pump. On 12/14/22, the customer experienced a blood glucose level of over 500 mg/dl with ketones and was subsequently hospitalized with no permanent injury. Customer addressed bg with a manual injection. Reportedly, the customer continued to use pump for insulin therapy. Further information regarding event was unable to be obtained as customer declined to provide information.